Manufacturer narrative:
The additional initial reporter's name is (B)(6). Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with and general information regarding prepping, inserting, and connecting of the iab. User was having a difficult time in getting the iab catheter through the sheath successfully. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. The team asked for allot of guidance in setting up and starting the therapy. The esp personel had answered all the question raised by user. No harm or injury reported.